Event description:
Customer reported poor image quality and the collimator is not rotating. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reloaded the cal files, and repaired a broken collimator wire. System operates as intended.